Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient was admitted due to confusion, febrile and required intubation. The patient was found to have mrsa bacteremia with a unclear source of origin. A right shoulder aspiration resulted (B)(6). The account detailed a washout would be performed. The infection was treated with several antibiotics due to difficulty clearing cultures. There was expressed concern that the vad and ICD are seeded. During admission, low flow events and pi events were noted. Pet CT scan noted moderately increased fdg activity associated with the device along right heart border suv max 3.6 and could not be ruled out infection. No further information was reported.

Manufacturer narrative:
Section a2, a4: correction. B5, h6 (patient code, device code): additional information. Manufacturer's investigation conclusion: although a specific cause for the patient's infection could not conclusively be determined through this evaluation, the account suspected pneumonia to be the source of the infection. Additionally, the report of low flow alarms could not be confirmed through this evaluation as the data in the log file had been overwritten by newer data. The account communicated that the low flow alarms were in line with the elevated pi¿s and hypertension. The alarms resolved after the patient was given pressure reduction medication. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted system controller event log file contained data from on (B)(6) 2020 from 1:19:58 pm through 2:16:29 pm. The low flow alarms could not be confirmed as the data in the log file had been overwritten. The corresponding periodic log file contained data from (B)(6) 2019 through (B)(6) 2020; however, it did not capture any low flow alarms. The submitted log files showed that the device functioned as intended. The account later communicated that they suspected pneumonia to be the source of infection. The patient also experienced respiratory failure, fever and bacteremia. The patient was given IV antibiotics until (B)(6) 2020 and was placed on a lifelong oral suppressive antibiotic. The account felt the low flow alarms were due to high pulmonary vascular resistance (pvr) and the alarms resolved after being given pressure reduction medication. Multiple requests for the CT images were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists infection, respiratory failure and hypertension as adverse events may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. The IFU explains that changes in patient conditions can result in low flow, such as hypertension. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2020 for suspected pneumonia. The patient also had respiratory failure. IV antibiotics were continued until (B)(6) 2020 and then lifelong oral suppressive antibiotics.